Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). (B)(4). Summary of investigational findings: investigation is based on event description and image review. The tulip filter was deployed in an infrarenal location with 0° tilt and with no evidence of immediate perforation. At the time of filter retrieval approx. Six months later the left lateral most primary filter leg extends 6mm outside of the column of contrast, indicating penetration. There is no comment in the complaint report regarding any potential symptoms related to the penetration. No images of the actual retrieval attempt were submitted for review, but per the complaint report, endovascular forceps were necessary to retrieve the ivc filter. On the follow up venogram, there was a small intimal defect at the previous location of the hook of the ivc filter, suggesting that there was likely intimal overgrowth involving the hook of the ivc filter, inhibiting its capture and typical retrieval using a loop snare device. This endothelialization usually occurs when the ivc filter abuts the wall of the ivc. Although there was no evidence of significant tilt based on the bony landmarks, given the patient's extensive spinal surgery with both anterior and posterior approaches performed, the patient's course of the ivc may not mirror that of the lumbar spine. This divergent course may have contributed to the hook of the ivc filter abutting the wall of the ivc, likely posteriorly, and thus facilitated the endothelialization of the hook leading to the difficulty with retrieval. The penetration of the primary filter leg may have also contributed to the difficulty with retrieval. Fortunately, the ivc filter was successfully retrieved with only a small intimal defect present on the post retrieval venogram, likely due to dislodgment of the hook from the wall of the ivc. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2017, a günther tulip® filter was placed. Primary reason for filter placement was no venous thromboembolism (vte) present, but at risk for vte due to a history of a prior vte, surgery, and a contraindication to anticoagulation. The inferior vena cava (ivc) diameter at the intended filter location was 20 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter did not deploy prematurely or jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram noted an ivc diameter of 19.1 mm at the filter location. There was no evidence of filter deformation or migration. The angle of filter tilt was 0.8 degrees in the ap view. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after placement. The post-procedure x-ray revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis revealed no evidence of fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt in the ap view was 5.5 degrees and 9.5 degrees in the lat view. On the same day as the placement procedure, the patient was discharged from the hospital. The 3 month follow-up call was completed and no filter related adverse events were reported. On (B)(6) 2017 (169 days post-procedure), the pre-retrieval x-ray and filter retrieval procedure was performed. The pre-retrieval x-ray revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis is not available. There were no filter legs appearing outside the column of contrast before retrieval. There was no thrombus present in the filter. The right internal jugular vein was used for access, and the retrieval procedure was performed with a günther tulip retrieval set. A snare technique with a 16 french sheath and endovascular forceps were also utilized during the retrieval. The site reported major difficulty retrieving the filter. The filter was retrieved endovascularly and no extravasation of contrast was noted after retrieval. Patient outcome: the patient remains in the study.